Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive despite proper finger placement, with no vibration or device response, and the pump became disconnected from the mobile app; the user was instructed to restart via the app and to place the pump on the charging pad to assess charge status. No reported adverse clinical effects. Outcomes included no impact on activities of daily living. Investigation included user troubleshooting and education by customer support. Investigation of this case revealed that the issue could not be reproduced or confirmed at the time of the call and that additional assessment would depend on charging and restart. It was concluded that the device functionality concern remained unconfirmed and that continued monitoring by the user was indicated.